Event description:
As reported via legal documentation, on or about on (B)(6) 2016, this patient underwent a right total knee arthroplasty due to osteoarthritis in her right knee. At some point afterward, she presented for an evaluation of her right knee, as she had been complaining of mechanical complications and chronic pain. On or about on (B)(6) 2017, approximately 1 year and 5 months after their replacement surgery, the patient presented for an arthroscopy and complete synovectomy in attempt to relieve her pain. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 4021110 02-010-01-0335 - logic femoral ps cem right sz 3.5, 4145745 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm, 4250769 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, 4143146 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
D10. Concomitants: 4021110, 02-010-01-0335 - logic femoral ps cem right sz 3.5; 4250769, 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; 4143146, 200-02-32 - three peg patella 32mm. H6. Investigation results - logic tibia ps mod insrt sz 3.5 11mm, with sn (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition of mechanical complications and chronic pain as related to the devices cannot be conclusively determined. These devices are used for treatment not diagnosis.